Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose and was taken to the emergency room. The blood glucose reading was over 600 mg/dl. Caller stated that the customer took 10 units of insulin with syringe and 16 units with the insulin pump, but the blood glucose did not go down. Nothing further was reported.